Manufacturer narrative:
H3: finding/root-cause: the reported complaint was confirmed and duplicated, exhalation module is leaking due to the inspiratory port not correctly torqued to specification and missing 1 screw that causing the leak thus volume was not being generated. Disposition: revel, english service repair p/n:19260-001-99, s/n: (B)(6) will be moved to factory service, exhalation module is to be removed and replaced. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards.

Event description:
It was reported to vyaire medical that the ventilator is not generating volume. No patient involved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.